Manufacturer narrative:
Section d5: operator of device corrected section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported damage to the packaging could not be confirmed as no images were provided and the product was not returned for evaluation. The customer reported that the damage to the box was found when the product was received and that the damage appeared have been reshaped. The customer decided to not return the product as it was still distributable. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. A, is currently available. Section 5 ¿surgical procedures¿ of this IFU contains information regarding the unpacking of the hm3 lvas kit. This section also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. This section also warns not to use sterile components if the sterile packaging is compromised. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that damage to the box was found when the product was received. It seemed to be partially penetrated, and that it seemed to be shaped back to conceal the broken part, and that the load appeared to have been concealed with the broken part inside.